Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the intraocular lens (iol) implant procedure, the patient experienced decreased vision. The iol was exchanged in a secondary procedure. Clinical reason mechanical dysfunction. Additional information has been requested.